Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, the device failed a test step indicating a low oxygen flow issue. The device's removeable foam was found to have been installed incorrectly and was replaced to address the issue.